Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_cath, serial # unknown, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had some back pain. A couple days after that, the catheter became dislodged and the patient had to have it removed. The event date was unknown. No further complications were reported or anticipated.